Event description:
The act button on the insulin pump had intermittent button or frequent no response. The device was not exposed to moisture, dropped, or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.